Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
While the patient was travelling abroad, the patient felt 97 inappropriate shocks. The patient was taken back to (B)(6) directly to (B)(6). During the device interrogation, the right ventricular defibrillation lead was diagnosed as defective, with noise oversensing leading to inappropriate shocks. On (B)(6) 2018, the defibrillator was explanted as well as the leads because of patient venous complication.

Event description:
While the patient was travelling abroad, the patient felt 97 inappropriate shocks. The patient was taken back to france directly to the st etienne hospital. During the device interrogation, the right ventricular defibrillation lead was diagnosed as defective, with noise oversensing leading to inappropriate shocks. On (B)(6) 2018, the defibrillator was explanted as well as the leads because of patient venous complication.